Manufacturer narrative:
The reagent lot number was 800658. The expiration date was not provided. The customer adjusted the rinse position, cleaned the instrument's tubing, and found a leak from the sample probe. The sample probe and a solenoid valve were replaced. No further issues were reported. The investigation determined the maintenance actions resolved the issue.

Event description:
There was an allegation of questionable albumin results for urine samples from the cobas 8000 cobas c 502 module. Sample 1 initial result was 108.9 mg/l and the repeat result was 48.5 mg/l. Sample 2 initial result was 91.7 mg/l and the repeat result was 50.5 mg/l. Sample 3 initial result was 58.1 mg/l and the repeat result was 91.1 mg/l.